Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device's original battery was fully depleted. The device passed functional testing with the customer's supplied spare battery. The device operated as expected. Due to the time elapsed of one year since the event, the electrode pads were not returned, and their condition could not be assessed as a potential factor. A review of the device history found no anomalies or prior issues. The device has been recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.